Event description:
The dreamstation bipap pro device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device's log was unretrievable due to error code 7050 (communication connection error). There was no reported patient death or serious injury, however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211.